Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's implantable cardioverter defibrillator (ICD) had delivered inappropriate shock due to mismatch morphology. The patient felt extreme pain from shock. The ICD was successfully reprogrammed. The patient was stable throughout procedure.